Manufacturer narrative:
Initial reporter address: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of peritonitis was not reported. It was reported that the patient was hospitalized and got discharged 12 days after being admitted. The patient was treated with unspecified antibiotics (doses, routes and frequencies not reported). At the time of this report, the patient was recovering from the event. Pd therapy was ongoing. No additional information was available.